Manufacturer narrative:
The pump was received with a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, and a broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. The plastic top of the reservoir compartment was lifting up. Customer's blood glucose level was 159 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.